Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No units of measure were provided. An aliquot of the sample initially resulted in an hcg+beta value of 19 and this value was reported outside of the laboratory to a physician. The physician questioned the result. The primary tube of the sample was repeated on (B)(6) 2022 and on (B)(6) 2022, each time resulting in a value of < 1. The hcg+beta reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Calibration and controls were ok. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer has clarified the patient data as follows: the first hcg+beta value measured on (B)(6) 2022 was 19.19 iu/l. The sample was repeated on (B)(6) 2022, resulting in a value of < 0.500 iu/l accompanied by a data flag. The sample was repeated again on (B)(6) 2022, resulting in a value of < 0.500 iu/l accompanied by a data flag. The hcg+beta reagent lot number was 566669, with an expiration date of january 2023.